Manufacturer narrative:
Concomitant medical products: dtmb1q1 crt-d implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a slight increase in left ventricular (lv) lead impedance and an alert occurred for high impedance. No intervention was performed. The lead remains in use. No patient complications have been reported as a result of this event.